Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
The health care professional was unable to provide the drug, lot, concentration, and dose this device system delivered at the time of the call. However, during telemetry to update the patient's pump the physician programmer screen went blank and the pump was noted to be in stopped pump mode. The reporter was assisted with successfully re-updating the pump with the correct parameters. The physician programmer's batteries were changed last week and at the time of the call the programmer was showing low battery status. Reportedly, "ultrapower" batteries were used. No patient symptoms were associated with the event. Additional information was requested to clarify the serial numbers of the associated products, drug information, and resolution. The representative had no further information at this time. Should additional information be received a supplemental report will be filed.